Event description:
High readings. The pt received a 280 mg/dl and did not experience any symptoms at the time of testing. The pt ate food and/or beverage at the time of testing and contacted a medical profssional for advice. A medical professional treated the pt with insulin. There is no info on what the reading was on the medical professional's meter. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was opened less than three months. The test strips failed twice using the control solution. The meter and control solution were replaced.